Event description:
It was reported that during a lap nissen procedure, the device was not transecting tissue as normal. Another device of same product code was used to complete the case. No pt consequence reported.